Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set there was blood leakage during blood collection. Foreign complaint the following information was provided by the initial reporter: blood leaked during blood collection.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage in the tubing with the incident lot was observed. Evaluation of the customer samples was performed and the tubing exhibited a cut on the end closer to the wing needle, which likely attributed to the leakage. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for tubing leakage with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set there was blood leakage during blood collection. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: blood leaked during blood collection.